Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not return as it they were discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred about a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70. Serial: (B)(4). Batch: 5024818/3203900.